Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The 'failed flow rate test' was not verified. Flow accuracy testing was performed at 10ml/hr and 125ml/hr. The results were 0.15 and 2.66 respectively. The device was within specification and no repair is required for this reported problem. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarm, which was not reproduced during evaluation. A review of the event history log identified upstream occlusion alarm. The cause was determined to be a failing ultrasonic sensor. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarm, which was not reproduced during evaluation. A review of the event history log identified downstream occlusion alarm. The cause was determined to be a damaged tubing guide. The tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarm, which was not reproduced during evaluation. A review of the event history log identified air in line alarm. The cause was determined to be a failing ultrasonic sensor. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed upstream and downstream occlusion tests, the pump under infused during basic infusion. The air in line sensor also malfunctioned during testing. There was no known patient injury or medical intervention associated with this event. No additional information is available.